Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited loss of capture and high pacing threshold measurements. An x-ray subsequently revealed that the lead had retracted from its original position. A lead revision was attempted but was unsuccessful. Another invasive procedure was performed and this time, the lead was surgically abandoned and two new epicardial leads were implanted. One of the new leads was capped to use as a back up if necessary. No additional adverse patient effects were reported.

Manufacturer narrative:
The return of the product is not expected. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.